Event description:
It was reported that the unit stopped in middle of the water vapor therapy procedure. The saline solution was restocked, and the unit reprimed, but still not worked. Therefore, the procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. The service department was unable to replicate the generator stopping during procedure fault condition. There was no error codes displayed during the incoming functional testing. The generator passed the post (power on self-test). The syringe and delivery device were connected with no issues. The generator primed and flush as per specifications. This generator received all required updates as per upgrade checklist and plastic enclosure upgrades. The product was in overall good physical condition and passed full all the functional and electrical safety testing. It is suspected that the issue was with the handpiece used. Based on the analysis results of this device, the reported event was not confirmed. Therefore, the investigation conclusion code assigned is no problem detected.

Event description:
It was reported that the unit stopped in middle of the water vapor therapy procedure. The saline solution was restocked, and the unit reprimed, but still not worked. Therefore, the procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.